Event description:
It was reported that the patient presented at the hospital due to syncope. The device was found to have battery depletion earlier than expected. The patient is receiving medication and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).